Event description:
On 2/26/97, due to a new lot of heparin, the MFR's mgr, clinical svs requested a redraw of a performance data sheet (pds) for this device. Upon review and prior to shipment of the redrawn pds, the MFR's mgr, clinical svs noted an error (incorrect water flow rate) on the pds.